Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff had a cut or sharp damage from an instrument along the lateral edge of the cuff shell, extending towards the cuff tab. Leakage test revealed that the cuff had a fluid leak from tool or sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The pump was visually inspected, leak and functionally tested. Pump passed visual inspection. No damage or abnormalities were found. Pump passed leakage test. Pump passed functional test. The accessory kit was visually inspected. The collect holder with four collect and three window quick connectors (right angle and straight) passed visual inspection. No damage or abnormalities were found. Based on the information available and analysis results, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to urinary incontinence and hole/perforation which is addressed in the product risk documentation. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a rupture in the cuff was identified; therefore, the cuff was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a rupture in the cuff was identified; therefore, the cuff was removed and replaced. No patient complications were reported.